Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain, injury, and elevated metal ions.

Event description:
Update: (B)(4) 2014- sales rep reported revision surgery. Patient was revised to address pain. Part/lot information provided. Sleeve added to complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 04/14/2014 - maude report # (B)(4) received. There is no new additional information that would affect the investigation.